Event description:
It was reported that bd syringe luer-lok tips had oily residue on the stopper.

Manufacturer narrative:
Date received by manufacturer: 2018-11-07.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that bd syringe luer-lok¿ tips had oily residue on the stopper.